Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that noise was noted on the lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and noise resulting in oversensing was noted on the right ventricular (rv) lead.